Event description:
Medtronic minimed "paradigm" insulin pump failed to operate - generated "no power" error notice with no "low battery" message. This was the 2nd time this occurred. Contacted minimed in the first instance. They replaced the battery cap. The 2nd event they replaced pump. For the preceeding month, insulin delivery rates seemed off -blood sugar levels not consistent with therapy.